Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a 16x3/4 needle. The customer alleged that the needle detached from the hub during the vaccination of their pigs.